Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The parent of a customer indicated via phone call of high blood glucose of 500 mg/dl and a no delivery alarm. Troubleshooting found that entire set was changed and seems to have resolved the issue. Troubleshooting explained the possible causes of the no delivery alarm and that the alarm most likely occured due to an occlusion. Customer was advised to call again when alarm occurs to troubleshoot.